Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, that unexpected c-arm movement was observed. It was reported that when the c-arm was at 90° degrees and the affirm upright attached to the device was used to capture images, the c-arm moved downward, preventing capture. No patient or user injuries were reported by the user site during this event. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the brake of the c-arm was dirty, preventing it from functioning properly. The fse disassembled the c-arm and cleaned its interior. The fse checked the operation of the device after cleaning and verified that the unexpected c-arm movement issue was resolved. The fse performed various device adjustments and calibrations and confirmed that the device operation was satisfactory and operating according to manufacturer specifications. No further information is currently available.